Manufacturer narrative:
D4 - expiration date: was previously blank. D4 - unique identifier (UDI) #: was previously blank. D9 - device available for evaluation: updated from "no" to "yes." D9 - date returned to mfg: updated to 6/6/2023. H3 - device returned to mfg?: updated to yes. H3 - device evaluated by mfg?: updated to yes. H3 - reason device not evaluated by mfg updated to device evaluation anticipated, but not yet begun. H3 - additional text: updated to blank. H4 - device mfg date: previously blank. Now 9/5/2022. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the packet insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.d7a - single use device: previously reported as na. Now updated to no. F2 - uf/importer report #: previously reported as blank. Now updated to "na." H3 - evaluation summary attached: previously none selected. Updated to no.

Event description:
The customer reported that multiple clinics received false positive hcg results for multiple patients while using the henry schein hcg dipstick. The reporting party had very limited information and indicated some of the patients were minors that started their monthly cycle but were not sexually active. Confirmatory hcg blood tests were performed which resulted negative. Although requested, the customer was unable to provide information regarding sample appearance, how the test were performed, if a timer was used or read result time. No patient harm or injury reported. No further details were provided.

Manufacturer narrative:
Retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention or returned product. Complaints are tracked and trended on a monthly basis. Per the packet insert: - very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported that multiple clinics received false positive hcg results for multiple patients while using the henry schein hcg dipstick. The reporting party had very limited information and indicated some of the patients were minors that started their monthly cycle but were not sexually active. Confirmatory hcg blood tests were performed which resulted negative. Although requested, the customer was unable to provide information regarding sample appearance, how the test were performed, if a timer was used or read result time. No patient harm or injury reported. No further details were provided.

Manufacturer narrative:
Results pending completion of the investigation. Date of event selected at (B)(6) 2023 as the customer did not provide event date(s). Although requested, returned devices are not expected.

Event description:
The customer reported that multiple clinics received false positive hcg results for multiple patients while using the henry schein hcg dipstick. The reporting party had very limited information and indicated some of the patients were minors that started their monthly cycle but were not sexually active. Confirmatory hcg blood tests were performed which resulted negative. Although requested, the customer was unable to provide information regarding sample appearance, how the test were performed, if a timer was used or read result time. No patient harm or injury reported. No further details were provided.